Event description:
During robotic assisted laparoscopic cholecystectomy, rn1 stated that she saw cautery hook spark while surgeon was using it when inside patient. Rn1 told surgeon to stop cauterizing due to spark. The surgeon stopped and rn1 took out defective cautery hook. Rn circulator took defective cautery hook from rn1, tagged it as defective, and notified assistant unit manager of the event. Rn circulator gave rn1 a new cautery hook. Rn1 inserted new handpiece and case proceeded with no adverse event resulting. Manufacturer response for 8mm robotic cautery handpiece, davinci si (per site reporter). Awaiting mfg response. Preparing to turn over handpiece for mfg. Evaluation.